Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "during a direct anterior approach hip the locking mechanism of the right broach handle failed causing the broach handle to disassociate from the broach. The surgeon had to manually feed. The bottom level of the handle back into the handle for the broch to stay on the handle."